Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the location of the damage at the belt clip rail and it's impacting pump functionality. The customer reported a loss of consciousness treated with an emergency room visit. The event involved product(s) mmt-1884. Troubleshooting was performed and the serialized device was replaced. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884 was requested and customer response was the device will be returned.

Event description:
Updated summary: as per the additional information received, customer stated that the event was not related to diabetes or insulin pump. So, the event is not-reportable.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication-between pump & xmtr not confirmed. The pump properly paired to minimed mobile app on a samsung galaxy s21 phone and the pump uploaded successfully to carelink personal. The carelink personal was accessed and successfully generated summary reports without any errors. No unexpected error message during the upload or report generation noted. No communication-between pump & mobile app not confirmed. The pump was received with a broken off and missing belt clip plate. Unable to verify damage to the belt clip rails due to broken off and missing belt clip plate. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered surrounding the event date of 18-mar-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 18-mar-2025 in the pump history file and found lost sensor alert on (B)(6) 2025 and on (B)(6) 2025, pump error 23 on (B)(6) 2025 and battoutlimit (6) on (B)(6) 2025. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 23 alarm and battery out limit alarm were expected since the pump resets after the battery was removed for more than 10 minutes. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.3 mv). The pump passed the functional testing. Damage confirmed at the back of the pump (broken off and missing belt clip plate). Damage- belt clip damage or missing unknown. No communication-between pump & mobile app not confirmed. No communication-between pump & xmtr not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.